Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed to resolve event. The patient was stable.